Event description:
It was reported that an orange blunt cannula was mixed in with the bd¿ needles ns 27ga 1in blt sq grd w/o shld. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: two photos were provided for evaluation. One photo shows one needle assembly with orange hub in the middle of needle assemblies with gray hub. The 2nd photo shows above described condition with a plastic ziploc bag with a green color ID label which has the following information: ¿ item 05-0020, lot# 201003130078, receiving date 03/13/18, upper left corner hand written: #3, bottom right side hand written: 4/20¿. Failure mode is verified. Root cause could not be determined as no issues showed up in the device history record review and no quality notifications were issued. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an orange blunt cannula was mixed in with the bd¿ needles ns 27ga 1in blt sq grd w/o shld. There was no report of exposure, injury, or medical intervention.